Manufacturer narrative:
Eval: results: dissection of blood vessel artery or vein. Intervention.

Event description:
A complete se sfa was implanted, on the same day, it is reported that a dissection occurred. The event required that intervention was required to prevent permanent impairment/damage. Vascular intervention was performed. It is reported that the pt recovered with treatment. Investigator indicated that the reported event was possibly related to the study device and probably related to procedure.